Event description:
The customer reported air bubbles in the insulin reservoir. Troubleshooting confirmed that the customer was taking all the right steps to properly use the reservoir. The customer was advised to speak with the primary care physician regarding changing the type of insulin. The blood glucose level is unknown. No further information is available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.